Manufacturer narrative:
Same pt event as MDR 9610622-2011-00070.

Event description:
On 2008/(B)(6), the pt underwent surgery with the g3 long nail. The pt's bone was non-union and the two distal locking screws broke. The surgeon did not remove the two broken screws. He was monitoring the pt. On about (B)(6), 2011, the pt felt pain in hip. The surgeon confirmed by x-ray. He found that the nail was broken at the lag screw hole of the nail broke. On 2011 (B)(6), the surgeon revised the pt with a g3 long nail (340mm length). The surgeon requested the fatigue strength in the strength test on the nail.